Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device had not been returned previously for the same malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device housing was damaged, the motor was seized, jammed and heavy moving, coupling on the tool side was not functioning, the motor was sluggish and blocked at times, the tool coupling had been torn off, the housing was worn out. It was also determined that the device failed pretest for power with the test bench, excessive noise, air leak, reverse locking mechanism, attachment coupling with the attachments and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.